Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt had a problem with their stimulator for they could not get it to turn on or off. When asked to clarify pt said they could get the programmer to come on but wont let them do anything at all for it would not take them to the main screen. Pt was getting some idiot message to do something and they could not do anything. Pt said they tried to switch it and nothing is working for the programmer would goes to another screen they cant get access to and bring to other one; the programmer was bouncing between two screens. Pt noted the remote would do nothing at all and the implant was causing them a lot of pain, the pain was not because it was off but its really causing pain. Pt did not know if the implant battery was causing the pain because they went through radiology for unrelated health issue and did not know if that was the cause. Pt noted the implant seemed to be moving around more and it never did. Pt noted the issues started a couple weeks ago so they wrote to the company but they did not get info back. During call pt ver ified they were getting the messages of synchronize patient programmer and neurostimulator and poor communication. Pt attempted to sync the programmer to the implant without the programmer antenna and it still showed poor communication. The issue was not resolved. Pt did not want to receive a new patient programmer because the programmer had not worked since they had it put in. Ps redirected pt to their hcp for further assistance. Pt did not know their hcp for they were going through advance pain management for the last 20 years.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog lot# serial# unknown product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The cause of the issue was unknown. Patient plans to have the implant removed. There is no scheduled date for removal.